Manufacturer narrative:
The display was blank due to an problem isolated to the liquid crystal display board.

Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 256 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.